Event description:
It was reported that during post-implant check, the right atrial (ra) lead exhibited far r wave oversensing. Chest x-ray confirmed that the lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and far r oversensing. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The reported event of far r oversensing was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were found except for procedural damage.